Event description:
Covidien received information of an 840 ventilator with the lower screen being white. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed all calibrations, extended self-testing (est) and short self-testing (sst).